Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a lumbar fusion procedure on (B)(6) 2020, the tip of the screwdriver broke off in the recess of the screw head. The screw was removed and discarded by or staff and the driver was removed from use. Another driver was used for the remainder of the case. Procedure was completed successfully with a delay of five to ten (5-10) minutes. This report is for an unknown screw. This is report 2 of 2 for (B)(4).